Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's friend reported via phone call that the reservoir leaked into the insulin pump. Customer's friend stated that the customer pulled the plunger and o-rings out of the reservoir which caused the insulin to spill inside the reservoir compartment. Troubleshooting for insulin pump exposed to fluid was performed. Customer called back to perform the self-test and advised they tried filling the reservoir when the insulin spilled. Customer's insulin pump was able to pass the self-test. Customer was advised on how to change out the infusion set for the first time. Customer was unable to change out the infusion set properly. Customer was advised that a replacement reservoir would be sent out.